Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that was not charging. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery that was not charging. The customer reported that the circulation fan was turning on and off every four seconds. The rse instructed the customer to check the wire terminals on the battery connection to the device. The customer reported that one of the terminals was pushed back into the device. Additional testing would be performed by the customer, regarding the terminal positions. The rse also provided the customer with the part number for a replacement power cable harness. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the terminal was reset, and reconnected the battery. The device was allowed to charge the battery overnight, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.